Event description:
The quattro catheter (lot # 188009) was used in an ivtm therapy. The catheter was inserted into the patient's right femoral vein to initiate the treatment. The cooling and rewarming phases of the treatment were completed, and the patient was rewarmed for at least 12 hours. The catheter remained in place to help support normothermia. During the normothermia phase of the treatment, the staff noticed that the 500-ml saline bag was dry. The staff placed the thermogard system in standby mode and performed a catheter leak check. Per the physician, 10-15 ml of saline was injected into the in luer of the catheter, and only a small amount of saline returned. The catheter leak was discovered around 4 or 5 am, and the treatment was discontinued because temperature management therapy was already completed. Later during the day shift, the catheter was removed from the patient. No consequences or impacts on the patient.

Manufacturer narrative:
The reported complaint of the "catheter leak" was confirmed during functional testing of the returned quattro catheter (lot # 188009). During the functional pressure leak test, a bonding leak was observed at the distal end of the medial 1 balloon. The probable root cause of the bonding leak could be a latent defect in the bond. A visual examination of the returned quattro catheter was performed and found no physical damage to the catheter. Dried blood residue was observed inside balloons and luer tubings. During functional testing, all infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a bonding leak was observed at the distal end of the medial 1 balloon, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaints reported for the quattro catheter with lot number 188009.